Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the device was not returned. From troubleshooting, it was confirmed that the video cable was connected from sdi1 out terminal of the device to s-video terminal of the monitoring system. When the video cable was connected to sdi terminal of the monitor, the phenomenon was eliminated. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: 3.6 connection of the monitor. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac discovered that the customer was using serial digital interface (sdi) cable out from sdi 1 out to the s-video on the monitor. Afterwards, image was obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during installation and there was no patient harm or user injury reported due to the event.